Event description:
The customer complained that the casters are not holding in the directional lock position.

Manufacturer narrative:
The technician replaced the caster, which resolved the issue. The stretcher is operating within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.